Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that the patient still felt like they had to go when they don't, but it was not as bad as it was. The patient was taking antibiotics for a bacterial infection and also medication for a yeast infection. Additional information was received two days later. The patient had been having troubles today with leaking and urge and frequency; it was noted medications might be making it worse, and that the medications helped with the patient¿s ic (interstitial cystitis). The patient was taking a muscle relaxer, steroid, and anti-inflammatory. Sometimes the patient was doing well, and after they took them, their urge increases. It was noted the papers the patient was given were falling apart. The patient had stimulation too high and it caused pain, so they lowered it. No further complications were reported/anticipated.